Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) device. The patient subsequently underwent an implantable pulse generator (ipg) explant procedure. No further information could be obtained despite good faith efforts.